Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent restenosis. Device issue: none. It was reported that pixel stent was implanted in 2006, in the lcx posterolateral lesion. During a follow-up examination four months later, in-stent restenosis was observed and an intervention was performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for analysis. Stenosis, as listed in the instructions for use (IFU), is a known adverse event associated with the coronary stenting procedure, and is considered to be foreseeable and clinically acceptable in view of patient benefit. There does not appear to be any indications of a stent delivery system quality problem.